Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: (B)(6) 1918. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-03188. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification iiic) and was referred for cardiac catheterization. The de novo target lesion was located in the mid extending to distal left anterior descending artery (lad) with 85% stenosis and was 48mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilation and placement of two overlapping promus element stents of size 2.75x38mm and 2.75x12mm, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient expired. The cause of death was unknown. No actions was taken to treat this event. No additional information is available at this time.